Manufacturer narrative:
(B)(4):the device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex distal release esophageal ng stent was used in the esophagus to treat a malignant stricture during stenting procedure performed on (B)(6), 2015. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician began deploying an ultraflex distal release esophageal ng stent; however, after 1cm of the stent was released, the deployment suture became stuck and the stent could not be deployed any further. The ultraflex distal release esophageal ng stent was removed from the patient partially deployed on the delivery system.. The procedure was completed with a different size ultraflex distal release esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An ultraflex¿ distal release esophageal ng stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 2mm. The remainder of the stent was deployed using the pull ring without issue or restrictions. The suture lumen was also inspected and no issues were noted. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident, the stent was partially deployed. The stent was able to be fully deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on november 12, 2015 that an ultraflex distal release esophageal ng stent was used in the esophagus to treat a malignant stricture during stenting procedure performed on (B)(6) 2015. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician began deploying an ultraflex distal release esophageal ng stent; however, after 1cm of the stent was released, the deployment suture became stuck and the stent could not be deployed any further. The ultraflex distal release esophageal ng stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different size ultraflex distal release esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.